Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was overstimulation sensation. Patient had a physician mode recharge (pmr) two days prior to this report. It was noted that stimulation could not be turned off. It was noted that they did not think the patient had any overstimulation but would verify. There was no history of what the patient had done in regards to implantable neurostimulator recharger (insr) use prior to this. It was later reported that the patient was seen on (B)(6) 2013. The power on reset (por) was cleared using the clinician programmer. The patient was able to turn off/on the device without issue.